Manufacturer narrative:
Death due to multiple organ dysfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as non cardiovascular. The cec reported that the patient had non-small cell lung cancer with brain metastasis, and assume the cancer is the cause of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca and cx. Approximately 6 months post procedure the patient died, the cause of death is unknown. The investigator and sponsor assessed the death as not related to the index or anti-platelet medication.